Manufacturer narrative:
Correction: upon review, the durata sts optim lead should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event. Please retract this report 2938836-2019-14163, the same issue was previously reported as 2017865-2019-14376.

Event description:
Additional information was received indicating that there was no dislodgement of the right ventricular (rv) lead.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was a dislodgement of the right ventricular (rv) lead. The rv lead was repositioned to resolve the event and the patient was stable.